Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with meter display "---" dashes due to code key damage. The root cause: lifted solder pad on code key connector "j2" from user mechanical stress. Manufacturer contacted customer with follow up to ask of customer's conditions and to ensure the new product replacement resolved the initial concern; customer did not seek medical attention and satisfied with the new product replacement readings.

Event description:
Consumer reported complaint for e-4; meter error. Pharmacy staff is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 140 to 180 mg/dl. The customer reported symptoms of hyperglycemia, including headache, dizziness, shakiness and thirst. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The customer went to the community health clinic on (B)(6) 2016 due to symptoms of hyperglycemia throughout the weekend. The customer was prescribed medication to help manage his diabetes. The customer is unable to perform a blood glucose test due to e-4 error, followed by dashes on the meter screen. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/19/2018 and open vial date is 02/20/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.